Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had repeated battery out limit alarms. Customer stated they have changed the battery several times, but the alarm persisted. Customer reported the alarm occurred during normal use. The customer's blood glucose was 115 mg/dl. The customer will be sent a replacement battery cap. Customer declined to return the insulin pump for analysis.